Event description:
It was reported that the right ventricular lead was possibly fractured; it was intermittently sensing noise and an alert was triggered. It was also reported that the right atrial lead had been oversensing far-field r waves since implant and the patient had been experiencing phrenic nerve stimulation since implant of the left ventricular lead. The three leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : dtbb1d1 ICD implanted (B)(6) 2014; 5076-52 lead implanted (B)(6) 2007. (B)(4).